Event description:
Healthcare professional reported unknown side "saline was leaking from the tissue expander". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: two openings on anterior and wear abrasion. Leak test and microscopic analysis was performed which identified: two striated openings on anterior and non-penetrating nick striated on anterior. Based on the device analysis the final assessment is: two striated openings on anterior assessed as surgical damage. Non-penetrating nick striated on anterior assessed as surgical tool scratch like.

Event description:
Healthcare professional reported unknown side "saline was leaking from the tissue expander". Device has been explanted.